Event description:
The customer reported that their unicel dxc 800 synchron system generated cartridge chemistry (cc) cuvette not dry and cc reagent delivery subsystem motion errors. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and advised the customer to check the reagent syringe. The customer stated that the reagent syringe was loose and the customer proceeded to tighten the reagent syringe. The customer then ran a test sample on the instrument and observed two small drops of liquid on the drip tray cover over the reagent carousel. The customer did not observe an active leak on the instrument and the leak occurred prior to the tightening of the syringe. The customer was wearing personal protective equipment consisting of goggles, gloves and a laboratory coat while troubleshooting the instrument and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched for this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and advised the customer to check the reagent syringe. The customer noticed a loose reagent syringe and proceeded to tighten the syringe to resolve the issue. No further errors or leaks were reported by the customer following the tightening of the reagent syringe. Failure mode of the event is attributed to a loose reagent syringe; the customer tightened the syringe to resolve the errors and the leaks. Beckman coulter internal identifier for this report is (B)(4).